Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm and the pump was hot to touch. Subsequently, the pump battery fully depleted and the pump shut off. Customer's blood glucose was 115 mg/dl. The customer reverted to manual injections for insulin therapy.